Event description:
User alleges that they were using an l-70 hotline i.v. Administration set and that at the end of the procedure they observed blood in the water tank of the hl-90 hotline fluid warmer. No pt injury.